Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported on 08/31/2022 by a sales representative via email that an ar-4501 meniscal cinch second implant would not deploy. This was discovered during a case with no patient harm. Per facility: " during a meniscus repair surgery, first anchor deployed successfully while the second one did not deploy, it was stuck. A new device was used at the same place and it worked. There was no harm to patient , the surgery completed successfully with the a new device with same part number and lot number. It was not necessary to do a second surgery."